Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 11, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was inspected under magnification. The returned lens was received coated in viscoelastic residue. The device was cleaned and presented with cosmetic scratches on the optic body, damage on the optic body, and damage to the haptics. The manufacturing site lens measurement was 22.85 diopter. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient presented with a severe refractive error after the preloaded toric intraocular lens (iol) was implanted. The patient presented with significant hyperopic astigmatism prior to surgery. The procedure was performed with the aim of achieving emmetropia; however, postoperative evaluation revealed the development of myopia, with a refractive error of -1.75d in the right eye. Through follow-up we learned that the iol was explanted from the right eye and an iris tear occurred. The patient's distance unaided visual acuity was 0.2, but the account indicated that it was likely caused by corneal edema. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.